Event description:
The lay user/pt contacted lifescan in 2008 and alleged that his one touch ultra2 meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the pt on sixteen days later, and obtained add'l info. The pt informed the mas that he has had the subject meter for about a year now and he tests his blood glucose 4-5 times/day. The pt also mentioned that he is a bilateral amputee and only has one thumb and a "pinky" finger and that this is the reason he tests his blood sugar using his palm. His diabetes regimen consists of a fast-acting insulin -- apidra insulin which he takes on a sliding scale and another insulin (pt could not recall the name), of which he takes 15 units before each meal - 3 time/day. The pt reported to the mas that on two days prior to original date (time not known), he obtained a result of 150 mg/dl on the subject meter (sample taken from palm). He was not experiencing any symptoms of high or low blood glucose at this time. Based on that result and his sliding scale, he took 14 units of his apidra insulin. A "few mins later" (specific time not known), the pt started experiencing symptoms of sweaty, blurry eyes, and shaky. The pt mentioned that he experiences these symptoms when his blood glucose is low. He did not test on the meter again, but immediately took a glucose tablet and drank orange juice and felt better. The next day the pt called his dr and was advised to get a lab test performed. Therefore, on the day prior to original date, he tested on his meter (palm sample) with a result of 178 mg/dl within 20 mins, a lab test performed with a result of 141 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The pt was asymptomatic at this time and did not receive any medical treatment/intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The mas verified that the pt's testing technique was correct and he was also cleaning the puncture area properly. The owner's booklet does caution pts to not use alternative site testing such as the palm, when one's blood glucose may be changing rapidly (i.e. After one eats). However, this pt indicated he is limited in options with regards to the testing sites. This complaint is being reported because the pt claimed he took insulin based on the meter result and later became hypoglycemic. The reported meter was also out of specs when compared to the lab result. Replacement prods were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.